Event description:
It was reported that pump screen remained dark and would not turn on, and when it did turn on the button was extremely difficult to press and required multiple presses. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to attempt to turn on pump, confirmed difficulty with button, and planned to use multiple daily injections as backup insulin therapy, while technical support arranged replacement pump, confirmed shipping address, instructed customer to place current pump into storage mode and return it within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.